Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the device interrogation of this neurostimulator revealed four open impedances. The patient underwent explant surgery on (B)(6) 2025. The patient had high impedance on all four contacts and was unable to activate the device. It was suspected that the generator may have shifted, potentially causing the lead to dislodge while the patient was moving in bed. No further complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon block c2/d10: model# 4101 sn# (B)(6). Model: neurostimulator UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006 block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of impedance high and migration were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the device interrogation of this neurostimulator revealed four open impedances. The patient underwent explant surgery on (B)(6) 2025. The patient had high impedance on all four contacts and was unable to activate the device. It was suspected that the generator may have shifted, potentially causing the lead to dislodge while the patient was moving in bed. No further complications reported.